Event description:
It was reported that patient (pt) 24 hours sp bypass, hypotensive, systolic 60, shock, bleeding taking back to the operating room, three attempts to insert catheter: nsr hr 90. Charge nurse called to troubleshoot possible helium loss alarms. Rn stated pump would only pump an average of 5-6 beats, then alarm possible helium loss. There is no blood in the tubing & connections appear to be intact. Helium tank is connected, open and gauge blue. Pump is in auto pilot, using skin leads & pattern trigger in 1:1. Clinical support specialist (css) confirmed that no blood was present in the tubing. Css had rn describe the balloon pressure waveform (bpw) & she stated it appeared "spiked". Css asked rn to describe pt. & insertion site. Rn stated pt was not obese & site doesn't appear to be kinked. Css asked rn to ask md if it was a difficult insertion. Md stated yes, the insertion was tortuous. There were no issues with passing the intra-aortic balloon (iab) through sheath. This was a blind insertion at bedside in the surgical intensive care unit (sicu). Css had rn decrease balloon volume to 38cc with no change in alarm situation. Css explained to rn that we should perform a leak test on the catheter. Rn asked if we should exchange the pump. Css told rn it wouldn't hurt, as it's best to attempt everything prior to removing iab. Css walked rn through performing a leak test during which the leak alarm message appeared & the baseline dropped. We exchanged the pump (pump one (B)(4), pump two (B)(4)). Once again we performed the leak test & had the same result. Css had rn exchange the gas line tubing from one of the other catheters they attempted to insert, making sure it was also a 40cc connector. Css asked if they had exchanged ths tubing with each insertion or just the catheter portion. Per rn, no one was sure, but it appeared they did not as the other tubing was located in the tray. After exchanging the tubing, we performed the leak test once again. This time, there was no drop in base line & no leak message. Css had rn go to pump status off, turn alarms back on, unclamp tubing & initiate pumping. We had purge failure alarms twice. Css identified that pump had a valid trigger (accurate hr displayed, flashing red heart & white lines on the ECG). Css also made sure that the tubing connection was intact. On the third attempt, it pumped then immediately alarmed a leak after 4 beats. Css explained this indicated that catheter failed & removal is the recommendation. Css explained the leak test through rn to the md, surgeon & another md. One of the md's in attendance stated that pt's anatomy was definite factor. Css remained on the line for removal to assist with the next insertion. Mds decided due to the difficulties to take pt back to operating room & place another iab there. Css gave rn her direct number to call back with an update & also asked rn to make sure to red bag & keep the catheter just removed for return. At 1301 est, css called rn back. Rn stated she had just spoken to operating room & they had not yet reinserted a catheter. Rn stated that pt was in hypovolemic shock not cardiogenic & they may not replace the catheter. Rn stated they had removed "large amounts of clotted blood from pt's thoracic cavity & incisions". At 1545 est, rn called css directly, stating that they had not inserted another catheter. Rn said the surgeon stated they had also attempted inserting a iab during his initial surgery 24 hours ago & were unable to get one in. Rn asked several questions regarding sheath vs sheathless insertions which we discussed. Rn also stated that given pt's volume status when he was in sicu, pump probably couldn't have done much without volume.

Manufacturer narrative:
(B)(4).